Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Interrogation noted two alerts for right atrial lead high impedance, "several atrial fibrillation (af) episodes that don't look true", and a high atrial sensing integrity counter (asic). The physician suspected the lead had been damaged. It was later reported that the device was moved and is still in use, the right atrial lead was explanted due to permanent af, and the right ventricular lead was explanted and replaced. No further patient complications were noted as a result of this event. Evaluation summary: (B)(4): initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. There were 2 patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012, 15:00:08 and (B)(6) 2012, 21:00:14. The weekly pace lead impedance trend data show various spike increases for max atrial pace bi impedance equal to 380 to 1596 ohms range between (B)(6) 2011 and (B)(6) 2012. Subsequently, the full lead was returned and analyzed with no anomalies found. There was cosmetic environmental stress cracking on the outer insulation and blood in/on the helix mechanism. This model number (d354drm) is not approved for distribution in the united states, however, it is in the same device family as devices marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Interrogation noted two alerts for right atrial lead high impedance, "several atrial fibrillation (af) episodes that don't look true", and a high atrial sensing integrity counter (asic). The physician suspected the lead had been damaged. Once the patient recovers from the allergic reaction, the system (device, right atrial lead, and right ventricular lead) will be removed. No further patient complications were noted as a result of this event. Evaluation summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. There were 2 patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012 15:00:08 and (B)(6) 2012 21:00:14. The weekly pace lead impedance trend data show various spike increases for max atrial pace bi impedance equal to 380 to 1596 ohms range between (B)(6) 2011 and (B)(6) 2012. This model number (d354drm) is not approved for distribution in the united states, however, it is in the same device family as devices marketed in the u.s.

Event description:
It was reported that the patient had a history of possible suture rejection reaction at the device site. After the device implant procedure, the area was red and slightly inflamed. An allergy test was performed and the results for both the device material and suture material were negative. Subsequently, the physician found a new rejection reaction where there were granulomas around the subclavian cut where the anchoring sleeve is located for the right atrial lead. The affected tissue was removed, the right atrial and ventricular leads were repositioned, and a new suture material was used.